Manufacturer narrative:
The field service engineer observed black particles in the return water tubing to the water reservoir. He cleaned the fluidics and replaced the main water pump of the instrument. The root cause was consistent with a maintenance issue where the operator did not purge air out of the system water after replacing the water resin filter cartridge. The service actions (cleaning the fluidics and replacing the main water pump) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The tnths reagent lot number was 68815501 with an expiration date of 30-apr-2024. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' serum samples tested with elecsys troponin t hs (tnths) assay on a cobas e801 immunoassay analyzer when compared to a different cobas e801 immunoassay analyzer. Sample 1: initial result: 126.0 pg/ml. 1st repeat result: 29.1 pg/ml (tested on another e801). 2nd repeat result: 120.0 pg/ml. 3rd repeat result: 29.3 pg/ml. Sample 2: initial result: 127.0 pg/ml. Repeat result: 38.9 pg/ml (tested on another e801). The physician questioned the results and requested a repeat of the original samples. The samples were then repeated on another e801. The 1st repeat results were deemed to be correct.